Event description:
It was reported that it could not be determined if there was consistent atrial capture. From the transtelephonic monitor, it appeared like loss of atrio-ventricular conduction in managed ventricular pacing mode. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.